Manufacturer narrative:
As reported in a research article, annuloplasty ring failure occurred due to stenosis and regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "transcatheter mitral valve in ring, hazards of long anterior mitral leaflet and 3-dimensional rings" accepted in 10 august 2020 was reviewed. This research article is a retrospective single center experience to define anterior mitral leaflet (aml) length and mitral ring characteristics associated with left ventricular outflow tract (lvot) obstruction and including paravalvular leak (pvl) following mitral valve in ring (mvir). Physio, ce classic, imr, cosgrove, future, profile, seguin, saddle, and tailor were associated to the study. There is no allegation of malfunction of the abbott device. The article concluded that aml >25 mm increases the risk of mvir induced lvot obstruction. Pvl is common, particularly in 3-dimensional rings which can be managed with a second thv. The primary author of the article is nishant sekaran md, of intermountain heart institute, salt lake city, utah. The correspondence author is andrea montabone, brian k. Whisenant, md, facc, intermountain medical center with the corresponding email: brian.whisenant@imail.org.